Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the intraventricular anterior artery (iva). A xience side branch access stent was implanted successfully in the the proximal iva bifurcation. The 2.25 x 15 mm xience prime stent delivery system (sds) was then advanced to treat a lesion in the mid to distal iva; however, during deployment, optical coronary tomography showed a dissection had occurred. The dissection was treated with another xience stent, and the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that after a xience side branch access stent was implanted, the xience prime was advanced distally to treat the mid intraventricular anterior artery (iva). It should be noted that the instructions for use (IFU) states: when treating multiple lesions within the same epicardial vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance of dislodging the proximal stent. In this case, the improper use does not appear to have directly caused or contributed to the reported dissection. In this case, there was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the IFU, is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.